Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, at 3:31 pm, the lay user/reporter (wife) contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an apply sample message. The complaint was classified based on the customer service representative (csr) documentation and recorded phone conversation. The patient tests his blood glucose twice a day and takes sliding-scale insulin based on meter results to manage his diabetes. According to the reporter, the alleged issue first occurred at an unspecified time on the day before, and as a result, he did not make any changes in terms of his diabetes treatment. On original date at 7 am, the reporter claimed that the patient was experiencing low symptoms of sweating, confusion and weak but did not seek medical intervention or tested on another device. It is unknown what the patient does to make the reported symptoms go away. This was a new out of box product and the patient was using the proper technique to test the meter with. The patient's product has been replaced. This complaint is being reported due to the following conclusions: the patient claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue started.